Manufacturer narrative:
The reported events of over-sensing and loss of pacing were not confirmed. The device was received in normal range of operation. Analysis of device was performed, including output measurement and sensitivity measurement, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14795. It was reported that the patient presented for follow up with the right ventricular lead exhibiting sensing noise resulting in pacing inhibition. The patient was observed to have premature ventricular contractions and was concerned that the pulse generator had not been pacing sufficiently and complained of discomfort. Both the pacemaker and right ventricular lead were explanted and replaced. The patient was in stable condition.